Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing shortness of breath. It was determined that the patient¿s left ventricular lead [sn: (B)(4)] was failing to capture and had become dislodged. The patient¿s left ventricular lead was capped on (B)(6) 2017. There was a subsequent effort to place a new lead but that was unsuccessful due to patient anatomy. Another new lead was then successfully implanted. It was further determined the patient¿s right ventricular lead [sn: (B)(4)] was exhibiting inadequate capture and had become dislodged. The patient¿s right ventricular lead was explanted (B)(6) 2017 and replaced. The patient was stable during and after the procedure.